Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'patient impact, tissue irritation during insertion¿ with a potential root cause of 'rough or irregular shape, protrusions.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient inserted the coude intermittent catheter and felt resistance, the patient then reportedly went to remove the catheter and noticed blood coming out of the catheter as though the urethra had been cut. The patient noted that once the catheter was removed, it was noted that it had a sharp blunt end. The patient then reportedly inserted a new catheter and noticed blood in the urine which cleared up shortly afterwards. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient inserted the coude intermittent catheter and felt resistance, the patient then reportedly went to remove the catheter and noticed blood coming out of the catheter as though the urethra had been cut. The patient noted that once the catheter was removed, it was noted that it had a sharp blunt end. The patient then reportedly inserted a new catheter and noticed blood in the urine which cleared up shortly afterwards. No medical intervention was reported.